Event description:
The patient reported experiencing e6 (mechanical) errors on his infusion device during priming and while in the run mode. He then received an e2 (battery depleted) and stated that the infusion device did not alarm a2 (battery low). The battery had been in use for 14 days. No physiological effects were reported. No further information is available. The infusion device was replaced and requested to be returned for evaluation.